Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress in the liquid crystal display (lcd) was confirmed via the evaluation of the returned system controller. The lcd of the system controller was discolored due to fluid ingress, but was still legible. The controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The controller was opened and inspected. Fluid ingress was observed inside of the top housing and on the back of the lcd. The provided information stated that the patient denied any water exposure and to have kept the system controller in the wearable accessories pouch. There was no device related adverse event. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 "alarms and troubleshooting" and heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 patient handbook section 4 ¿living with the heartmate 3¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was blue and green discoloring noted under the display screen window. The site noted the damage to look like water damage, but the patient denied any water exposure and to have kept the system controller in the wearable accessories pouch. The equipment was removed from services and new equipment was supplied to the patient. No device related adverse event or malfunction was noted. The device would be returned for evaluation to check that condensation had not played a role in the system controller damage.